Event description:
It was reported that the there was intermittent capture noted on the ventricular electrogram. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: ddmb1d4, ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.